Event description:
A vague report of overinfusion associated with the use of an infusion pump was received. A note on the infusion pump indicated the pump was underinfusing: "please check this IV pump, doesn't infuse at the rate it is set at, it takes almost 2x what is should." There was no additional info available regarding this report and there was no report of pt injury.